Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part number: 03.221.017, synthes lot number: p280835, supplier lot number: p280835, release to warehouse date: 29-jun-2017, manufacturing site: synthes monument , supplier: rti surgical . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluation: investigation flow: device interaction/functional visual inspection: no visual defects were observed on the returned cable lock. The device was received with minor superficial surface wear consistent with use and which would not impact the functionality. Functional test: a functional test at customer quality with the cable lock and tensioner was not able to be performed because the tensioner was sent to vendor for repair and then repaired and returned to customer. The lever of the cable lock rotated as expected. Thus, it was determined that the received condition for the cable lock does not agree with the complaint description and can not be replicated. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Dimensional inspection: as the issue was determined to be related to the tensioner (see conclusion below), dimensional inspection for this cable lock was not applicable. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition for the cable lock is not confirmed and no design or manufacturing defect or deficiency was observed during the investigation. Therefore, the reported complaint condition was due to the cable tensioner and not this cable lock. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on an unknown date, the cable tensioner with pistol grip was not achieving the kilograms of tensioning that it should have achieved and was not tensioning properly. The cable tensioner and the cable lock for cable tensioner were not going down all the way with 21mm of cable passed through. Surgery was completed with a delay of approximately 5 minutes. Concomitant device: 1.7mm cable with crimp 750mm (part 298.801.01s, lot unknown, quantity unknown). This report is for one (1) cable lock for cable tensioner. This is report 2 of 2 for (B)(4).